Event description:
Difficulty was encountered advancing the device. Upon attempted deployment, the balloon would not deflate. Multiple pulls on the endoflator resulted in slight deflation. The balloon was pulled out at which time extravasation at the deployment site was noted.

Manufacturer narrative:
Record evaluation comments below: the balloon catheter was returned in a used condition. During out testing, co was able to inflate and deflate the balloon without difficulty, utilizing a 50/50 mixture of saline and contrast. It is possible the difficulties encountered were due to the viscosity of the contrast utilized during the procedure and/or the rotablator procedure performed prior to stent placement. Co does state in its info booklet that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention."